Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 20 out of 20 wafers are cut off center. There was no reported patient harm. No additional information or photograph was provided.